Manufacturer narrative:
Concomitant medical products: product ID 37702, serial# (B)(4), product type: implantable neurostimulator; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) for a clinical study reported the patient reported her spinal cord stimulator (scs) battery was not charging. The device was interrogated on (B)(6) 2015. The diagnosis was the neurostimulator was unable to recharge and the diagnostic result was abnormal battery discharge. The patient would forget to charge her device and the battery was discharged due to it not being charged. The device was explanted and replaced on (B)(6) 2015. The patient resolved without sequelae. The event was related to the neurostimulator and the recharging process. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the spinal cord stimulation was not improving pain.